Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over two (2) months with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported by the nurses that the monitor had displayed low pulse rate earlier in the shift with no change in pleth waveform or spo2 values. At the time of the occurrence, the patient was sleeping. The pulse rate ranged from 80-100 per the central monitor. The central monitor alarmed and the pulse rate displayed 30. The nurse went to the patient, but the patient was asleep in bed with mom holding her. The nurse auscultated apical pulse rate, which she stated to be in the 80's. No known impact or consequence to patient.